Event description:
Image review : angio images were provided for the evaluation. Angio image showed fibernet and cristallo deployed in the vessel. It was possible to see carotid vessels before and after the procedure.

Event description:
The physician was using a fibernet embolic protection device to treat a lesion in the left mid internal carotid artery. The lesion exhibited moderate tortuosity, severe calcification and 97% stenosis. Artery diameter 4.1 x 14mm and was described as a bovine truncus. No evidence of thrombus before crossing lesion or stenting. The fibernet device was inspected and prepped prior to use with no issues noted. After placement of the fibernet, a spasm of left internal carotid artery occurred and it was reported to be prolonged but in regression. A cristallo ideale stent was deployed without issue during the procedure. Shortly after the implantation of the cristallo ideale stent (and when controlled by angiography), the physician noticed that something was wrong, it was confirmed the whole aci was filled with thrombus below the fibernet placement; it was suspected that the whole proximal segment of the internal carotid artery (c1 and c2) was filled with thrombus. The patient suffered a transient ischemic attack with no neurological deficit. Aspiration thrombectomy was carried out. It was reported that the episode of tia lasted only few minutes. Immediately after the carot ID stenting, the patient underwent coronary artery bypass graft surgery. Patient was placed under standard medical postoperative treatment and neurological examination was performed.

Manufacturer narrative:
Evaluation results: root cause cannot be determined; inherent risk of procedure - thrombosis, vessel spasm and neurological events. No results available since no evaluation performed- device not provided for review; no device returned. Evaluation conclusion: inherent risk of procedure - thrombosis, vessel spasm and neurological events. Unable to confirm complaint - device not provided for review. Root cause cannot be determined patient. (B)(4).